Event description:
The customer stated falsely elevated architect ca19-9xr patient results were generated with recalled reagent lot 08851m500. The customer performed a review of results generated with this lot and identified patient results that were considered significantly higher than expected. The customer provided an example of a falsely elevated patient result of 62 u/ml for this patient. No further information could be obtained from the customer regarding the patient's medical condition. There was no known impact to patient management.

Manufacturer narrative:
(B)(4). Evaluation of the issue revealed that the conjugate component of the architect ca19-9xr affected reagent lots contributed to elevated ca19-9xr patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9xr reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.